Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. T:slim user guide indicates, pump is to bused with individuals 12 years of age and greater, patient is (B)(6) years old.

Event description:
It was reported that the customer had multiple cartridges not fit onto the pump. There was no impact to customers' blood glucose level.